Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable pulse generator (ipg) implanted: (B)(6) 2012, 2187 implantable pacing lead implanted: (B)(6) 2002, 5024 implantable pacing lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient was seen in clinic. Upon interrogation of device, there was an atrial lead warning and high atrial thresholds. It was noted there was low impedance and the unipolar impedance was higher than the bipolar impedance. The atrial high rate (ahr) episodes showed noise. The lead remains in use. No patient complications have been reported as a result of this event.